Manufacturer narrative:
This product is not marketed in the us. (B)(4). No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 12.6mm, vticmo12.6, -12.50/2.0/020 (sphere/cylinder/axis), implantable collamer lens was implanted into the patient's right eye (od) on (B)(6) 2020. Refractive surprise and lens rotation not associated to a low vault was observed, the lens was repositioned on (B)(6) 2020, but did not resolve the problem. Reportedly, patient is not happy. Patient and surgeon are looking to replace lens. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
Additional information: lens returned in a micro-centrifuge vial with moisture. Visual inspection found haptic broken. Dimensional and functional inspection found the lens to be within specifications. Claim# (B)(4).

Manufacturer narrative:
Corrected data: h6- conclusion code 4310 should be added to previous MDR. Claim# (B)(4).

Manufacturer narrative:
Additional information b5: on (B)(6) 2020, the lens was removed and the next month on (B)(6) 2020 a replacement lens of the same size different model; similar power was implanted and problem resolved. D7: explant date: on (B)(6) 2020. H6: patient code 3191, secondary surgical intervention; lens exchange. Claim#: (B)(4).